Event description:
A customer reported that their pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to confirm that the pump was not plugged into a power source and to press the center of the button, but the issue persisted. A red led blinked around the button, and the pump vibrated periodically. Technical support decided to send a replacement pump. The customer was advised to use multiple daily injections as backup therapy and instructed on returning the malfunctioning pump. The customer understood the instructions and the necessary steps upon receiving the replacement.